Event description:
The customer reported that falsely depressed ca 19-9 (ca 19-9) and prostate-specific antigen (psa) results were obtained on one patient sample each on an atellica im 1600 analyzer. The initial results were reported to the physician(s). The samples were reprocessed on an alternate atellica im analyzer. The repeat results matched the patient's clinical assessment. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely depressed ca 19-9 (ca 19-9) and prostate-specific antigen (psa) results were obtained on one patient sample each on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed the visual protocol, found damaged reagent probe 1 (rp1) valve, observed dripping in the reagent probe 1, performed verification of the reagent probe, reagent volume check (rvc) and valve, noted valve failure and replaced it, performed dry-to-wet prime, conducted dispensing tests on reagent probes. Siemens evaluated the event and determined that the damaged 2-way solenoid valve of reagent probe 1 potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.